Event description:
The customer reported sample counts outside limits errors and indeterminate (ind) flags on troponin I results, for multiple patients, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrator. During system troubleshooting, it was determined that the white fitting on the substrate bottle cap was loose. The customer installed a new bottle of substrate, tightened the fitting, and primed the system ten times. No further system errors were noted and system check successfully passed. Beckman coulter customer technical support (cts) advised the customer to reanalyze patients¿ samples and review quality control (qc) data starting from (B)(6) 2013 since system check performed on this date indicated relative light unit (rlu) flags for the substrate portion. The customer stated troponin qc was within specifications despite the sample count outside limits errors and so continued to analyze patient samples. The customer stated it is unknown if any patient results were released from the laboratory on the day of the event. There has been no report of patient consequence or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This is report one of two referencing the event date noted.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. This medwatch report is related to MDR 2122870-2013-00761.